Event description:
It was reported that the programmer which was returned for service due to having been dropped subsequently tested out of specification during manufacturer's analysis. It was further reported that the radiofrequency programmer head which was returned as an associated device was found during analysis to have its label delaminated. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up to an error and therefore the display board was replaced. Analysis also found that the liquid crystal display and the overlay/bezel assembly were broken and the display assembly and the overlay/bezel assembly were replaced, and a loose electrocardiogram connector on the link electronic module (lem) board so the lem board was replaced and calibrated. Because getlogs and getpatient were not able to be run the hard drive was replaced, and the noisy system fan was replaced as well. Concomitant products: product ID 2067l, radiofrequency programmer head. (B)(4).